Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis, manifested by cloudy effluent. The cause of the event was unknown. Treatment, hospitalization, and patient outcome were not reported. Action taken with pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b1,b5, b7, h1 and h11. B5: upon follow up, the peritonitis was reported to be caused by an infection in the exit tunnel. Peritoneal dialysis treatment was discontinued. H11: based on additional information received, unknown pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.